Event description:
The distributor reported no patient involvement. The touch screen is non-responsive and it shows signs of delamination.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion failure analysis lab technician noted during evaluation: received vela front panel/touch screen. Installed in a known good unit. Visual inspection revealed fluid incursion damage on the right and bottom of the touch sensing membrane. Attempted screen calibration tests per vela service manual. Screen responded to touch inputs but would not decode the x-y position. Findings/root-cause: reported problem of ¿screen does not work¿ was duplicated. Cause was ingress of fluid. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
Based on the information provided by the distributor, the most likely cause in this event wa a faulty gas delivery engine. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for evaluation. As of april 3, 2015 the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received nd evaluated, a follow-up medwatch report will be submitted. (B)(4).